Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of a right common femoral vein using three prostyle devices after an electrophysiology (ep) procedure using a 6f sheath. Reportedly, two vein access sites were successfully closed. In the third access site, the third prostyle device insertion and removal felt normal; however, the physician noticed the proximal and distal guide were starting to separate at the black and silver connection. The patient was sent to surgery to remove the device requiring a large cut down. Hemostasis was achieved surgically. There was a reported clinically significant delay and hospitalization was prolonged two days. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - impact codes 4604 and 4607 were inadvertently left off of the initial report.